Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.

Event description:
During onyx injection, it was reported onyx was not seen exiting the catheter's tip. The injection was stopped. The catheter was removed and onyx was noted exiting proximal to the catheter's tip. No pt injury reported. Same event as MDR# 2029214-2009-00291.